Manufacturer narrative:
Remedial action # cont: z-2671-2017 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the device had system error "255-16-275 follow by multiples error 800.8000." There was patient involvement but unknown outcome.

Event description:
It was reported that the device had system error "255-16-275 follow by multiples error 800.8000." There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.